Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, (B)(4) (our importer) received a call reporting a medical intervention that occurred on (B)(6) 2015 at 4:00pm. Patient stated he was experiencing symptoms of shaking and just did no feel normal. Patient also had pneumonia at the time of the event. The reading on the prodigy meter at the time of the event was 159mg/dl. Patient's normal blood glucose reading around the time of the day of the event is 110-115mg/dl. Patient went to ER on his own. Patient's glucose upon arrival at ER was 109mg/dl. Patient did not take any medications before seeking medical attention, he only drank orange juice. Patient was given a sandwich, apple juice and applesauce at ER to lower blood glucose. Patient was also given antibiotics, an xray, EKG and urine test. Patient's glucose was not tested again prior to discharge from ER. Prodigy sent prepaid envelope requesting return of suspect device.